Event description:
This is a case report received by baxter (B)(4) from a hospital employee reporting that while the home patient was on the homechoice device the white tape on the patient line falls off and the lines fall on the floor. No patient injury was reported and no sample was available.

Manufacturer narrative:
(B)(4). This report of tape the patient considered weak was not confirmed in the lab due to a lack of sample. A batch review was performed on the associated lot with no issues noted. Based on the information gathered during baxter's investigation, the root cause of the report was due to loose tape. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available. If additional information becomes available, then a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.